Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the patient was admitted to the hospital because of sudden acute myocardial infarction, stenting for infarction + iabp implantation was arranged for the patient, the patient's state was stable after the operation, the head end of the balloon broke and stayed in the patient's body during the removal of the iabp, and it was necessary to cut through the blood vessel to take out the balloon, and the imaging suggested that the blood vessel was occluded, and the stenting of the abdominal aorta was implanted, and the patient suffered from sudden respiratory and cardiac arrest during the operation, and the implantation of ECMO". Additional information states that the entire catheter was able to be removed from the patient. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was admitted to the hospital because of sudden acute myocardial infarction, stenting for infarction + iabp implantation was arranged for the patient, the patient's state was stable after the operation, the head end of the balloon broke and stayed in the patient's body during the removal of the iabp, and it was necessary to cut through the blood vessel to take out the balloon, and the imaging suggested that the blood vessel was occluded, and the stenting of the abdominal aorta was implanted, and the patient suffered from sudden respiratory and cardiac arrest during the operation, and the implantation of ECMO". Additional information states that the entire catheter was able to be removed from the patient. The patient's current condition is reported as "fine".